Event description:
During the injection procedure the needle completely detached and collagen splattered on the pt. There was no injury and the procedure was completed with a backup syringe of collagen. This event is being reported because of the potential for injury should the event recur.